Event description:
During a total knee procedure, technician noticed pitting on the journey impactor and the journey trial(right)trays. It affected all the plastic parts except the orange handled instruments. These trays have been in use for several months now, but this is the first time the instruments have come out looking like this. The smith and nephew rep was shown the instruments, and he said he has never seen anything like that before. These trays were used last week and the pit marks weren't there at that time. Per central processing, the ortho trays are cleaned according to manufacturer specifications.